Manufacturer narrative:
At received, the ipg would not communicate with test utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The device analysis was unable to determine what cause the battery to deplete.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was unable to connect and charge the implantable pulse generator. Troubleshooting indicated the issue was not with the charger or patient programmer. Reportedly, the patient had gained weight and may had contributed to issue. Surgical intervention was taken to replace the patient's generator and place it in a new pocket. No patient adverse consequences were reported and the issue was resolved.